Event description:
It was reported that during an ankle fusion procedure, the cannulated screwdriver for 6.5mm headless compression screw from an evaluation set broke off at the tip while the surgeon inserted the screw. The screwdriver and broken piece were retrieved from the sterile field but discarded after the case was completed. The case finished without further incident, and the patient was doing well. No lot number was retrieved as the item was discarded by the hospital staff. The eval set was returned to evaluations without the screwdriver.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No sample was returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Event description:
This is report 1 of 1 for this complaint (B)(4).